Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011. The physician was concerned that the device depleted in 3 years. The physician was dr. (B)(6) at (B)(6) in (B)(6) ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).